Event description:
It was reported that during equipment testing conducted at the user facility, the saw was running without user activation while it was in safe mode, and the blade shot out of the saw. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.